Manufacturer narrative:
For the investigation the logfile was analysed. It was found that after a successful completed power-on-self test the case in question was started. The ventilator failure reported by the user could be reconstructed. The autonomous safety shutdown of the ventilator was caused by repeated triggering of the pressure relief due to high airway pressures. No indications of a technical defect could be determined. The device was tested on site and no indication for a technical problem was found. The cause is most likely due to the combination of ventilation settings, circuit setup and patient. The device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while autonomously changing to manual ventilation (man/spont). Manual ventilation remained unaffected, as specified. All alarms, possible causes and remedies are described in the instructions for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator failed during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.

Event description:
It was reported that the ventilator failed during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.